Event description:
It was reported that during a procedure, the device heated up and emitted a puff of smoke. The procedure was successfully completed with a back up device with no delay. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete, if the investigation details require.